Manufacturer narrative:
A steris surgical service representative inspected the table and found it to be operating properly. No issues were noted and the table was returned to service. No additional issues have been reported. User facility personnel stated to the steris surgical service representative that during the time of the reported event the table was tilted and the patient was positioned upon several layers of pads on top of the table. During the procedure the surgeon left the room and during this time the reported event occurred. The operator manual states (pp.1-2), "personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." "Healthcare professionals must ensure patients are positioned and monitored, so as to prevent compromising respiration, nerve pathways or circulation." "Patient must be secured to the table in accordance with recommended positioning practices. Unanticipated patient or table movement could result in death or serious injury." Steris will advise the user facility of the importance of properly securing patients as stated in the operator manual.

Event description:
The user facility reported that during a patient procedure, the patient fell from the table and onto the floor. No injuries were reported and the procedure was completed successfully.